Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During release fo the proximal aortic body stent, the release wire was observed to have detached from the knob and the proximal stent did not fully release. The physician attempted alternatives to retracting the release wire and filled the stent graft with polymer without full release of the proximal stent. Upon polymer fill, there was observed twist and infolding/compression of the aortic body graft fill channels resulting in difficulties to cannulate the contralateral leg of the stent graft. Upon advancing a guidewire through the crossover lumen to facilitate cannulation, it was observed that the crossover lumen may have been inadvertently untethered from the delivery system during the difficulties with the release wire. The proximal stent fully released after the final release wire was pulled and the ipsilateral iliac limb stent graft was successfully deployed. Because the contralateral leg could not be cannulated, the physician elected to convert the patient to a fem-fem bypass with successful exclusion of the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.